Manufacturer narrative:
A ge service rep performed an on site investigation. The lemo connector was replaced during the service call.

Event description:
It was reported that the 9600 system intermittently had dark images. No pt injury was reported.